Event description:
Additional information was received indicating that the patient experienced chest pain with high capture threshold and episodes of myopotential oversensing. During a follow-up, x-ray was performed and revealed that the right ventricular (rv) lead was in its original position and had not dislodged or perforated the heart. Additionally, all electrical values were stable and in range. No additional intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an increase in the impedance as well as a decrease in capture on the right ventricular channel due to a cardiac perforation. Additional information was requested but not yet received.